Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a blood leak from a hemodialysis dialyzer. The patient was connected at the time of the event. The clinical manager reported that they had a connection issue between the baxter nipro dialyzer and the fresenius bloodline tubing set with both the arterial and venous connections on the dialyzer. The clinical manager reported that the connection is not a perfect match, it seems to cross thread a little bit and is very hard to fit and screw on between the two products. In this incident, the connection was not tight enough and there was a very small blood leak of about 10ml that occurred at the arterial connection interface of the dialyzer and bloodline. The blood leak occurred at the beginning of treatment and was visually seen. They tightened the connection and the patient continued and completed therapy with no issue. There was patient involvement, but there was no medical intervention or hospitalization as a result of this incident. No additional information is available.